Manufacturer narrative:
As of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot numbers and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that there are (B)(4) similar complaints against the same lot number(s). Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Event description:
The customer reported that their g9 is not showing any cardiac output, continuous cardiac index, as well as the svr readings.